Event description:
Per a report from CT (computed tomography), "interval placement of an inferior cava filter which appear intact. There is however is to slightly increased strandy density anterior to the inferior vena cava extending down towards the right groin which appear to be blood products and a possible retrocaval hematoma. Given the location at the level of the filter, this may be related to the recent instrumentation. If this is not blood products this is new and could represent adenopathy or fibrosis, although favor post instrumentation." Per a report from CT, "and ivc filter is again noted in place with persistent soft tissue density around the ivc extending from just below the renal vessels both anteriorly and posteriorly with mild improvement again extending along the right psoas muscle into the pelvis and the right groin region, likely representing blood products. There is questionable clot within the ivc up to the level of the renal vessels with the ivc again appearing expanded. Findings likely represent injury to the ivc and the integrity of the ivc is not fully delineated due to poor contrast enhancement. The ivc above the renal veins is well-opacified and normal." "There "an ivc filter is again noted in place with persistent soft tissue density around the ivc and expansion of the ivc around the filter with possible clot in the infrarenal ivc filter as above. Findings likely represent injury to the ivc and into the pelvis and right groin region as discussed above." Per a report from CT, "moderate pericaval retroperitoneal hematoma with consequent severe narrowing of the ivc and bilateral common iliac veins. Intramuscular hematoma also noted within the right psoas. There is likely caval thrombus below the filter, but it is difficult to definitively detect thrombus in this location due to severe caval narrowing. There are partially occlusive thrombi in the external iliac veins." Per a report from CT, "ivc filter is again identified at the confluence of the iliac veins and ivc, two prongs are protruding outside of the vein on the medial side." "No evidence of active bleeding in the portal venous phase study. No change in position of ivc filter or in size of the hematoma." Per a report from CT, "interval increase in size of right-sided retroperitoneal hematoma extending inferiorly along the iliopsoas musculature and in the right posterior pararenal space. The largest component of hematoma measures approximately 12.1 x 10.9 cm (series 602 image 55), previously 9 x 10.1 cm." "Mass effect from retroperitoneal hematoma results in mild anterior displacement of the right kidney." "...additional small volume of blood products tracking in the upper abdomen in the perihepatic and perisplenic spaces."

Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: inferior vena cava (ivc) narrowing. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported inferior vena cava (ivc) narrowing is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. PMA/510(k) k171712. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, nausea, vomiting, hematoma are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complaint filed: 'it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2019". It s further alleged: "on (B)(6) 2019, [pt] underwent ivc placement with no complications. The filter was a cook celect platinum ivc filter (lot# e3781349). [Pt] was discharged home the next day. On (B)(6) 2019, [pt] was re-admitted with complaints of severe groin pain, as well as severe nausea and vomiting. A CT of the abdomen and pelvis showed a hematoma extending from the location of ivc filter down to the groin. [Pt] was subsequently admitted on (B)(6) 2019 and diagnosed with a retroperitoneal hematoma secondary to ivc filter perforation, as well as clotting within the ivc up to the level of the renal vessels. [Pt] remained hospitalized until (B)(6) 2019 and underwent several surgeries, including bilateral lower extremity thrombolysis and ivc filter retrieval. [Pt] was re-admitted on (B)(6) 2019 and underwent mechanical iliocaval thrombectomy and reconstruction with wall stents." Patient outcome: hospital and medical records have been requested but not yet provided.